Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that vessel puncture closure of an unspecified artery was attempted using two proglide devices relative to an unspecified procedure. Reportedly, a cuff miss occurred with the first proglide device. The first proglide device was removed and an attempt was made with a second proglide device. During foot deployment of the second proglide device the lever felt off and when deployed part of the foot came up from the puncture site. The lever was returned to its original position, but when the device was pulled for withdrawal, resistance was encountered. The foot was stuck in place and would not retract. Surgery was performed to remove the device. A guide break and tissue damage were noted upon device removal. Surgical suturing was performed to achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect of tissue damage is listed in the perclose proglide instructions for use as a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.